Event description:
Reportedly, the ICD and the ICD lead were removed on (B)(6) 2017 due to rv lead fracture. The device will be returned for analysis.

Manufacturer narrative:
Note that a previous complaint was treated for the same device in MDR #1000165971-2015-00288.

Event description:
Reportedly, the ICD and the ICD lead were removed on (B)(6) 2017 due to rv lead fracture. The device will be returned for analysis.